Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed an error message that read "battery needs service, full back-up not available". The device was used to complete the procedure. The user reported the surgical procedure was completed successfully, and there were no consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.